Manufacturer narrative:
Product analysis one still image and one video received for analysis. Both the image and the video show the proximal end of an endurant device in a tray held in gloved hands. A fracture is evident to the screw gear at the proximal side of the external slider. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1616c124ee stent graft was intended to be implanted during the endovascular treatment of a 32 mm aaa. It was reported that during the index procedure the main body stent graft was deployed. When the etlw1616c124ee limb was opened, the delivery system was found to be broken and a fracture was noted between the external slider and the rear handle. There was no damage noted to the device packaging. No modifications were performed to the device on the operating table during the procedure. The physician attempted to use the device but was unable to deploy it so it was replaced with etlw1620c124ee and etlw1610c124ee, and the procedure was completed. The cause was not reported. No additional clinical sequalae was provided and the patient is fine.